Event description:
Information received from the field notes that the patient fell and borke her hip. The patient has an implantable cardiac defibrillator (ICD) and a pacemaker. There were no reported shocks for the ICD unit. The pacemaker could not be interrogated, there was intermittent output with no capture and the magnet rate was 60 ppm.